Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged eye irritation. In addition, the patient reported nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, and acute kidney failure. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged eye irritation. In addition, the patient reported nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, and acute kidney failure. Medical intervention was not specified by the patient. The device was evaluated by the manufacturer's product investigation laboratory (pil) and tech was unable to confirm any cause related to a defect, malfunction, or any failure in or of the suspect trilogy 100 ventilator that would apply to the allegations in the complaint section. The unit was connected to an mfts where tech verified failures for pos flow verify, control pressure and monitor pressure. Tech also found the airpath foam to be firmly secured, without any signs of delamination or degradation. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. After review, tech has determined that trilogy 100 ventilator operates as designed and functions as expected. The sensor board of the unit drifted out of spec due to contamination issues.

Manufacturer narrative:
In previously submitted report, section h6 investigation findings and investigation conclusions were incorrect. It has been updated/corrected in this report.